Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case was chipped and had a cracked front left corner. Pump was noted to have a motor rate error in the event history log. Device underwent occlussion testing; confirming the reported customer complaint. The problem source has been determined to be a result of normal wear and tear of worm coupling and blue worm gear. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump has motor drive error, has upper housing damage and clear the pharmguard. No patient adverse effects reported.

Manufacturer narrative:
A1 and h6: additional information was received that this event was found during annual preventative maitenance. There was no patient present at the time of the event.